Event description:
The customer reported that the saw often sticks during the femoral head surgery. The saw performance was weaker compared to a second identical saw. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, found that the device has not been properly maintenance or serviced and the poor performance was due to normal wear. The device was serviced and returned to the customer on (B)(4) 2012. Placeholder.